Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that had eroded through the pocket. There were no associated infections with the erosion. The system was explanted. The patient was stable.

Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.